Manufacturer narrative:
The insulin pump had unresponsive act button response due to corroded keypad trace. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported having issues with the insulin pump. Customer stated she took the battery out and now it does not work. The device has been alarming button error. Customer's blood glucose was 114 mg/dl. Customer stated she had the device in her bra and it might have rubbed against her. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.